Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed and delivered a bolus request for 15 units of insulin instead of 15 grams of carbohydrates. During a follow-up call, the customer reported blood glucose (bg) level was not impacted by the event. At the time of the event, the customer's bg level was 150 mg/dl.